Manufacturer narrative:
The autopulse platform was returned to zoll on 12/16/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 18(max take-up revolutions exceeded). No patient involvement was reported.

Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory (ua) 18 message was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 18 alerts the operator that either the patient was too small or there was no load change detected during take up of the lifeband. Ua 18 is a clearable error message. This error message was not observed during functional testing and therefore, was cleared before zoll received the device for evaluation. Further testing showed that the platform passed load cell characterization test; both load cells are within specifications. A review of the archive log showed multiple numerous of faults "ua18" (max take-up revolutions exceeded) message thus confirming the reported complaint. During functional testing, the platform was run for 15 minutes with lrtf (large resuscitation test fixture) and the autopulse did not exhibit any faults or error codes. A visual inspection of the returned autopulse platform was performed and found top cover was cracked and battery lock was bent. The autopulse platform is a reusable device and was manufactured on 04/13/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. As part of a routine service, the power distribution board (pdb) was replaced. After replacing the damaged parts, the autopulse passed all final testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).